Manufacturer narrative:
Unit received with cracked reservoir tube lip and partially broken off reservoir tube lip. Unit received with scratched casing, minor scratches on lcd window and scratches on display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer reported a crack on the reservoir compartment and a piece has fallen off. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.